Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fifteen (15) minutes into the treatment with polyflux 170h dialyzer, the patient experienced physical discomfort, chest tightness, nausea and vomiting. The patient was treated with oxygen, 40ml of 50% glucose, 10 mg dexamethasone, 100ml of normal saline and dehydration was stopped. Follow. Ten minutes later, the patient ¿fell asleep quietly¿ and dehydration was continued. Three hours from the start of treatment, the patient complained of physical discomfort, dehydration was stopped, the patient was treated with 20 ml of 50% glucose, and the treatment was terminated 30 minutes later. The patient was recovered. No additional information is available.

Manufacturer narrative:
Additional information has been added to h6 and h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.